Event description:
Dealer advised footplates hit the casters when footplates are installed out of the box from order.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.